Manufacturer narrative:
(B)(4). Investigation summary: evaluation of the returned tibial tray did not observe evidence of misalignment as reported, however device loosening was identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pc(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An attune primary knee revision case. Revision was done on (B)(6) and was due to malalignment. Primary case was done in (B)(6) I believe, I don¿t know when. I don¿t have product codes but the explants are available for return.